Event description:
Information was received that a smiths medical cadd cassette had triggered a "no cassette" alarm after 22 hours of infusion. The nurse then changed the cassette. The patient was without veletri for twenty minutes, however this did not contribute to patient injury.

Manufacturer narrative:
Other, other text: additional information provided in d2, d10, g3, g4, g5, h3, h4, h5, h6, and h10. Corrected information provided in d5. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One sample was received in used conditions without its original packaging inside a ziploc bag. The sample was visually inspected, at a distance of 12 inches to 24 inches and normal conditions of illumination. No discrepancies were found during the visual inspection. During a functional test, using a pump, no alarms were showed by the pump while using the device. No root cause had to be determined since the complaint was not confirmed. No corrective actions were required since the complaint was not confirmed.